Event description:
It was reported that the customer passed away due to diabetes complications. It was stated that the customer was wearing the insulin pump at the time of death, but her last blood glucose reading was unknown. The caller had no further information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.